Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a vial. Visual inspection found optic deformed and haptic bent/deformed to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim #(B)(4).

Manufacturer narrative:
A4-a6: unk. Manufacture narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. In a separate visit the lens was exchanged for a replacement lens. The problem was resolved. Cause of the event was reported as unknown.